Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. Upon conclusion of the investigation, the cause of this issue was determined to be one or more cycles advanced to next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 21:33:16. During night drain cycle five, the patient's ultrafiltration reading was 2609ml, indicating the home patient drained 2609ml more than their maximum programmed fill volume of 2000ml. No additional information is available.